Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of incontinence and infection cannot be confirmed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this replacement artificial urinary sphincter (aus), was experiencing recurring urinary tract infections and difficulty fully emptying his bladder. The patient noted that the cuff remains open for only about 10 seconds after pumping. Incomplete bladder emptying was later confirmed via ultrasound by another healthcare provider. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of incontinence and infection cannot be confirmed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this replacement artificial urinary sphincter (aus), was experiencing recurring urinary tract infections and difficulty fully emptying his bladder. The patient noted that the cuff remains open for only about 10 seconds after pumping. Incomplete bladder emptying was later confirmed via ultrasound by another healthcare provider. There were no further patient complications reported.